Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a display error and exhibited power switching. The patient stated they would randomly hear a low priority alarm and the batteries would switch with greater than 25% charge. As that occurred, the patient also reported that the right half of the lcd screen display would go blank. When the beeping stopped, the display would come back. Due to these two combined issues the controller was exchanged. The patient tolerated the exchange well with minimal off pump time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port one (1) and power port two (2). An internal visual inspection did not reveal fluid ingress. The hairline cracks finding is not related to the reported event. The root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing of the controller display did not reveal any anomalies. As a result, the reported controller display error event could not be confirmed or replicated during testing. The controller front leds are part of the user display and are expected to be blank when a power source disconnection occurs. The main controller display continued to show data despite the respective battery capacity leds and power source indicators being blank. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections. Momentary disconnection will result in an audible tone or "beep". This could explain why the patient reported hearing low priority alarms, which correspond to a power source disconnection. As a result, the reported power switching event was confirmed. The most likely root cause of the reported power switching and "reported beeps" can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.